Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular aneurysm repair procedure, the catheter tip was damaged, and a piece of the catheter detached within the patient. The physician had acquired retrograde right femoral artery access and had negotiated the patient's common iliac bifurcation with a guidewire and the 5f catheter. During the placement of intravascular coils within the targeted common iliac aneurysm, a coil perforated the distal tip of the catheter causing part of the catheter tip to detach and migrate distally within the patient's left leg. The physician was unable to identify the foreign body under fluoro/cine imaging. The physician did not attempt to retrieve the detached tip from the patient.

Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually, the device arrived with the tip attached to the catheter body and some remnants of a damaged guidewire were identified. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.